Event description:
The manufacturer was contacted in reference to a thermal product malfunction. The manufacturer received information alleging issues of overheating and melting of the night stand. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No MDR required. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
The manufacturer was previously reported contacted in reference to a thermal product malfunction. The manufacturer received information alleging issues of overheating and melting of the nightstand. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No MDR required. A follow-up report will be submitted should additional relevant information become available. In this report updated as-the manufacturer was contacted in reference to a thermal product malfunction. The manufacturer received information alleging issues of overheating and melting of the nightstand. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In this report, box b, e, manufacture date, remedial action init (rfb), recall (z) number has been updated/corrected.